Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 500 mg/dl. Customer reported that insulin pump had no delivery alarm while bolus and had motor error alarm. Customer was treated for their high blood glucose with shot. The insulin pump will not be returned for analysis.